Event description:
It was reported that the patient's stimulation turned off intermittently. The patient was also unable to adjust stimulation with their patient programmer. The switch position and status lights were assessed. Status lights were all blinking meaning that there was no water damage. The battery of the patient programmer was replaced after the key pad test and there was no beep and no lights. The patient was directed to replace battery. No information relating to patient outcome was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 7434-e serial# (B)(4) lead model 3887-56 lot# l70339 implanted: (B)(6) 2000 explanted: na extension model 7495-51 serial# (B)(4) implanted: (B)(6) 2000 explanted: na.